Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and varying pacing and high voltage impedance on the left ventricular (lv) lead were observed. Lead damage was suspected. No intervention was performed at this time, the patient will be monitored and was stable.